Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a tka, the real intelligence robotic drill got stuck and would no longer work. The procedure was resumed, after a significant delay, with a manual procedure. No further complications were reported.